Event description:
It was reported that after experiencing infection and proximal erosion with another company's penile prosthesis the patient underwent a surgical procedure in which a new spectra penile prosthesis (spp) was implanted. However, on a follow up appointment the physician noted the patient was experiencing distal erosion of one cylinder. It was mentioned that this did not come as a surprise as the patient had very poor tissue quality. A surgical procedure was performed in which both spp cylinders were removed. The patient did not experience any further complications. It was further reported that the erosion was identified due to the implant coming out of the patient's glans. However, physician does not believe the device caused the erosion. It was indicated that the previous company{s device likely caused pending erosion due to patient leaving it inflated for six years resulting in poor tissue quality. There were no device malfunctions associated with the explanted spp.